Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced. The patient had a fall and the lead had migrated which was confirmed by x-ray. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted lead was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had discomfort at the ipg site. The patient will undergo a revision procedure wherein ipg will be relocated and lead will be replaced for unknown reason.

Event description:
A report was received that the patient had discomfort at the ipg site. The patient will undergo a revision procedure wherein ipg will be relocated and lead will be replaced for unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.